Event description:
At follow-up, a decrease in sensing and impedance and high capture threshold were observed. Lead dislodgement suspected. As such, the lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.